Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the sudden night frequency was not determined. To resolve it, the patient was going to drink little water after 7 p.m.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was urinating 6 times in a row for 2 nights. The patient stated they wanted to know why they had been up the last 2 nights urinating 6 times. The patient¿s husband checked and the implant was on and they were on 0.7v. The patient stated they had been on 0.7v and had no trouble until now. The patient confirmed no falls or trauma and was redirected to their healthcare provider to discuss programming. Patient services reviewed the patient may try to increase stimulation and monitor symptoms. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the patient did not contact the office about the issue.